Manufacturer narrative:
H3: one sample was received for evaluation. Retrospective review could not be performed since lot number was not reported. Visual and functional tests were performed. No discrepancies were detected, sample was fully priming and connected without difficulty. The pump was working within specification. No problem was found, and no further action was taken.

Manufacturer narrative:
E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, about two hours into infusion, the air alarm was going off. There was no patient harm/adverse event reported.